Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hypotension is a known and anticipated complications with these types of procedures and are noted in the indigo system labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00942. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the indigo system. During the procedure, the patient began complaining about difficulty breathing and feeling ill. The patient then lost consciousness and became hypotensive, and the hospital staff, therefore, used vasopressors, chest compressions, initiated extracorporeal membrane oxygenation, and administered 25mg of tissue plasminogen activator (tpa). The patient was stable at the end of the procedure and remained hospitalized. As of (B)(6) 2018, the patient was talking and progressing well. This hemodynamic decompensation was adjudicated to be a serious adverse event possibly related to the indigo system, definitely related to the index pulmonary embolism, and unrelated to the angiographic procedure.

Event description:
On (B)(6) 2018,the vasospasm that the patient experienced was adjudicated to be unrelated to the indigo system.